Manufacturer narrative:
Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a ex5b r2 torque handle was returned from hospital and inspected per inspection requirements. It was found to be below specification. On 26sep2017 mb: complaint form indicates that the device was found nonconforming at the fsl site (B)(6).

Manufacturer narrative:
Functional testing was performed on returned device. Device was within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause deemed not necessary as device was within required specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.